Event description:
Healthcare professional reported "patients concerns" against right device. Healthcare professional additional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correct reason for reoperation: "a bilateral exchange from textured to smooth implants due to the patients concerns with the product." Visual analysis of the returned device identified: weight to the spec, missing, wear abrasion, red particle in the shell, red particle in the gel and broken. A microscopic analysis was performed which identify sharp broken in the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the radius side assessed as unidentified (tear) broken, and a missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patients concerns with the product." Healthcare professional later reported "device was ruptured" and a "suspicious legion in lymph nodes". The device has been replaced.